Event description:
Large effusion in right knee [joint effusion]. Right knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) male patient, initials (B)(6), with a relevant medical history of osteoarthritis of both knees. The patient received a series of synvisc injections in both knees. On (B)(6) 2010, the patient received an injection of synvisc into each knee. Subsequently, on (B)(6) 2010, the patient received another injection of synvisc into each knee. The synvisc lot number was not provided. On (B)(6) 2010, the patient experienced a large effusion. The right knee was drained and 40 ml of clear fluid were removed, which tested negative for infection. The patient received the third set of synvisc injections in both knees on (B)(6) 2010. Following the third synvisc injection, the patient experienced a reaction in the knee and was admitted to the ER (emergency room). One dose of IV (intravenous) cortisone was administered which helped reduce the right knee swelling. The patient was admitted to the hospital on the night of (B)(6) 2010, at which time the patient still had a slight effusion of the right knee that required no drainage. Additional treatments included: clindamycin and tylenol #3. The physician assessed the relation of the events to synvisc as definite. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered.